Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0mmmh, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The patient reported uncomfortable stimulation/overstimulation and pain. The stimulation sensation the patient was feeling was uncomfortable stimulation. On (B)(6) stimulation was set at .9. The patient started to feel a lot of stimulation down left leg. It did not matter what position she was in. There was no events traumas reported. The patient brought stimulation down to .5 and stimulation sensation diminished. There were no trauma/falls reported that could be related to this issue. The reported issue was not related to positional movements. Decreasing amplitude eliminates the uncomfortable stimulation. Location of symptoms reported was in left leg . This was considered a sudden change in therapy/symptoms. Event date: (B)(6) 2015. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.